Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2020-dec-08. It was reported that the patient had a CT myelogram and they could not find anything wrong with the pump or catheter. There were no kinks, holes or blockages. It was noted the patient was still having volume discrepancies at refills though. When the patient was having a spasm it looked like "his chest will collapse" and the patient stated during a bad spasm it feels like "someone is going to rip his penis off." He could not sleep well due to the spasms either and "didn't want to be there anymore." He also took oral baclofen. Considerations were reviewed. No further complications were reported.

Event description:
Additional information was received via a company representative. The company representative had several conversations with the patient¿s mother. Their last conversation occurred on (B)(6) 2020. It was noted that unfortunately they had reached a point where the company representative couldn't help them further. It was further noted that the patient¿s intrathecal baclofen pump appeared to have been showing high residual volumes after the last couple of refills. A physician had been informed of the high residual volumes. The patient¿s mother believed their son was not doing well and was ¿suffering¿ 24/7. The patient¿s mother was very concerned the pump was not working properly. From what the company representative had heard, it sounded like further investigation was warranted, perhaps a dye study. The patient¿s mother had been in touch with the physician¿s office. The company representative did not believe the patient had seen the physician in person for quite some time. It was further noted that the patient¿s mother was told to go back to the pain center, where an alternate physician who put the pump in was, and who also did a dye study about a year ago that showed the pump was patent. However, they were refusing to go back there. It was noted that another company representative who supported the physician¿s facility had made several attempts to contact the staff at the office to let them know the patient¿s mother has been contacting the company representative, and was concerned about the patency of the itb pump. They had not yet received any response as of on (B)(6) 2020. It was recommended that they make an appointment with the physician to see the patient to discuss their concerns. It was also suggested to have the healthcare provider reach out to have a company representative for support with a dye study / procedure. Names of other physician¿s that could manage the pump was noted as having been offered as well.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen via an implanted pump. On (B)(6) 2020 the patient¿s mother was calling to find out what the normal residual volume left in the pump should be at refills. She explained that every time her son¿s pump got filled, the nurse always pulled out more drug than what the clinician programmer said. The volume withdrawn from the pump was always more than the volume expected. The last time he had his pump refilled, the clinician programmer said the expected volume was ¿5 mcg¿, but the nurse pulled out ¿10 mcg¿. She also recalled a refill 2 months ago where the expected volume was "3 something but it ended up being 4 over¿. She stated that it took 2 baclofen kits to refill the pump for a total of 40 ml. She also mentioned that for "a year and half or longer" the patient¿s torso had been "so rigid¿ adding that he was homebound because he could no longer sit or bend and had been in a wheelchair "going on 2 years now¿. She stated that she had reported these therapy concerns to the patient¿s surgeon. The surgeon ordered a CT myelogram and the results came back normal and the surgeon was still "going by tests that were done over a year ago¿. No further complications have been reported as a result of this event.